Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-95 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in japan. During the procedure another error was displayed and submitted as per MFR report number 9611109-2024-00247, since the power was turned on and off again, the case continued. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that mean the patient pump 1 uses too much power (error 6) during procedure and has occurred in the past and although it has recovered, it occurs frequently. There is not report of any patient injury.

Manufacturer narrative:
A livanova field service representative was dispatched to the facility to investigate the device and could confirm the e6 error occurs intermittently while the e2 error was not reproduced. The livanova technician who reached the facility and investigated the issue, confirmed the reported condition. Initially cpu and distribution were replaced, however the error was not resolved and reappeared. Therefore, the most likely cause was that the pump motor shaft, not rotating smoothly, required more power. Consequently, both bridges were replaced. Functional verification tests based on the hc3t repair and inspection chart were carried out and no problems were found. Based on above evidence and similar complaints investigation, it cannot be ruled out that a mechanical failure most likely caused the reported error. Indeed, the motor shaft not perfectly aligned, did not allow the pump to run smoothly requiring more power. This was possibly enhanced by wear of the component probably in contribution with the action of disinfectants during disinfection procedures and environmental condition in which the component was working. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.